Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - initial reporter establishment name: (B)(6)

Event description:
The customer reported screen becomes noised, image abnormal during an unspecified procedure involving an olympus colonovideoscope. There was no patient injury reported.